Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 2 device ruptured during patient use. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.